Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that the monitor arm is weak and the monitor automatically drops down. The device was in clinical use at the time the issue was discovered. No adverse event or harm was reported.

Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6). The field service engineer (fse) went onsite to evaluate the issue. The fse saw that the monitor arm was loose and adjusted / tightened the monitor arm. Based on the information available and the testing conducted, the cause of the reported problem was a loose monitor arm. The reported problem was confirmed. The device was operational after alignment of the arm was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.